Event description:
Product analysis was completed on the returned lead. The lead assembly was returned in one piece (entire lead). The high impedance allegation was not confirmed in the pa lab. Continuity checks of the returned lead portion were performed during the functional analysis, and no discontinuities were identified. Overall length and resistance measurements of the complete returned lead were determined to be in compliance with those defined in the manufacturing specifications. The condition of the returned lead assembly is consistent with conditions that typically exist following an implant/explant procedure. One set of set setscrew marks were observed on the connector pin. The marks provide evidence of a proper mechanical contact between conductive surfaces of both the generator and connector pin, thereby ensuring a good electrical connection to the lead at one point in time. Based on the findings in the product analysis lab, there is no evidence to suggest any device-related anomaly with the returned lead which may have contributed to the reported complaint.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
During a new patient implant, the patient was found to have high lead impedance so the lead had to be changed. The suspect lead will be returned as the surgeon is questioning if the lead was defective or "nicked" during the procedure. The suspect device has not been received by product analysis to date. No other relevant information has been received to date.

Event description:
The explanted lead was received and product analysis is still underway.